Manufacturer narrative:
A visual and functional evaluation was not conducted. The root cause of the reported product issue could not be determined based on the information provided by the customer.

Event description:
It was reported while setting up the stair chair for use and after rolling the chair forward, a transport wheel detached from the frame. There was no patient involvement and no injury or adverse effect was associated with the incident. The customer confirmed the chair was out of warranty and they had already arranged for repair of the wheel. It was confirmed the stair chair was repaired and has been returned to service.